Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was implanted with the device yesterday, and last night, their symptoms were worse than before they had the device. This was reported as a sudden change. With assistance, the patient checked their settings and it was determined that they were on program 1 at 1.1 volts and the stimulation was on. It was reviewed with them how to make adjustments but the patient did not want to make any at the time and would give their body time to adjust to the therapy. They noted that, perhaps, the lack of symptom control was from them recovering from the surgery/anesthesia. The patient stated that if they did not see an improvement in symptom control after tomorrow, they would increase the stimulation. They also mentioned they were to follow up with their healthcare professional (hcp). There were no further complications reported or anticipated.